Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07317. It was reported that a burr became stuck on rotawire and thrombus formation occurred. The target lesion was located in the severely calcified coronary artery. A 1.25mm rotalink¿ plus and rotawire¿ were selected for use. Continuous flushing was performed. During withdrawal outside the patient's body, it was noted that the tip of the rotalink plus came out from the y-connector device and became stuck on the rotawire. The rotawire became unable to move and was pulled out together with the burr. No issues were found on the tip of the device. A kink at the proximal part of the wire was suspected to be the cause, but according to the physician, it was due to the thrombus/blood clot that were attached to the wire. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis together with the rotablator with a section of the rotawire inside. The section of rotawire outside the rotablator measures 159cm from the distal tip. Marks were also noted on the rotawire which indicates a possibility that the rotawire was mechanically cut. In addition, the body of the rotawire was noted to be kinked. Upon dimensional inspection, the overall length and the outer diameter (od) of the proximal section were not measured due to the device condition. Od of both the middle of the device and distal tip were noted to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07317. It was reported that a burr became stuck on rotawire and thrombus formation occurred. The target lesion was located in the severely calcified coronary artery. A 1.25mm rotalink¿ plus and rotawire¿ were selected for use. Continuous flushing was performed. During withdrawal outside the patient's body, it was noted that the tip of the rotalink plus came out from the y-connector device and became stuck on the rotawire. The rotawire became unable to move and was pulled out together with the burr. No issues were found on the tip of the device. A kink at the proximal part of the wire was suspected to be the cause, but according to the physician, it was due to the thrombus/blood clot that were attached to the wire. No patient complications were reported and the patient's status is good.